Event description:
It was reported that the insulin pump did not alarmed no delivery. Customer's blood glucose reading was 487 mg/dl. Customer stated the cannula was bent but did not alarm no delivery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.